Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Unit had minor scratched display window, cracked battery tube threads, reservoir tube lip, reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 129 mg/dl. Customer stated that the screen had already fallen out and the battery was barely holding in. Customer stated that the plastic piece fell out a couple months ago. Customer stated that the battery has been damaged for years. Customer stated that the button error has been happening for a couple of days. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.